Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: there were no reported allegation of any issues with fresenius products in relation to the hospitalization during the initial report. During follow-up, the pd nurse stated the patient¿s the hospitalization was not related to any fresenius device, product or drug. Additionally, the nurse reported the patient has not experienced any adverse effects as a result of using fresenius products. No further information is available. Based on the available information, there is no allegation or objective evidence that a fresenius device or product issue caused or contributed to a serious patient harm or injury.

Event description:
It was reported that a peritoneal dialysis (pd) patient had to disconnect from treatment to go to the hospital. During follow-up, the pd nurse stated the patient¿s hospitalization was not related to any fresenius device, product or drug. Additionally, the nurse reported the patient has not experienced any adverse effects as a result of using fresenius products. No further information was available.

Manufacturer narrative:
Additional information: d10, h3, h6. Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. An (as-received) simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. There were no fluid leaks in the test cassette during the treatment test. They cycler underwent and passed a system air leak test, valve actuation test, and the load cell verification was within tolerance. There were no visual discrepancies encountered during the internal inspection. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.